Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the customers were unable to connect the equipment. They suspected that there might be something in the connector that was not allowing the connection to be made. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus australia for evaluation. It was found as follows when assessing - all connectors on unit tested ok. - unit is in working order. To be return to customer unrepair. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the fact that there is no abnormal in the connector in the repair section and that it has been confirmed that it works normally, we believe that there is no abnormal in the device in question and that it may be caused by the scope. Estimated factors are as follows. ¦unable to connect due to physical factors - the scope or camera head connector is damaged and cannot be connected. - the scope you tried to connect doesn't meet the specifications of the equipment in question ¦unable to connect due to an electric factor moisture or foreign matter stuck to the electrical contacts of the connector of the scope or camera head temporarily caused contact failure.